Event description:
A malfunction alarm identified as malf 12 was reported, yet there was no adverse impact on the customer's blood glucose level. Initially, the caller could not reset the pump but later called back for further troubleshooting assistance. Technical support provided guidance on resetting the pump, and the malfunction code did not reoccur after the reset. The customer was informed to continue using the pump and advised to contact technical support again if the problem reappears. The customer understood the instructions but opted not to stay on the line to confirm the resumption of insulin delivery.